Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256. Investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appear misaligned as they are not pushed all the way down the channel. The stapler was returned with 29 staples left in the cartridge indicating that 6 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired and the staples were still unable to move down the channel. A few more attempts were made, but the staples were still unable to fire. The stapler was disassembled and it was found that one side of the saddle spring was out of place. It could not be determined what caused it to be out of place. However, this is the cause of the staples not being able to be pushed down the channel and load into the forming tool. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Non-conformance (B)(4) was initiated to further investigate the complaint. The reported complaint of "stapler was stuck during use" was confirmed based upon the sample received. The stapler was returned with the staples misaligned as the staples were not pushed all the way down the channel. During functional inspection, no staples were able to be fired. The sample was disassembled and it was found that one side of the saddle spring came out of place. This would prevent the staples from being pushed down the track into the forming tool. It could not be determined what caused the saddle spring to become dislodged. The stapler was returned with 29 staples left in the cartridge indicating that the stapler was fired 6 times by the end user. The probable cause of this complaint issue is manufacturing related. Non-conformance (B)(4) has been initiated at the manufacturing site to further investigate.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.